Manufacturer narrative:
Concomitant products: product ID: 64002, lot# n363643, implanted: (B)(6) 2014, product type: adapter. Product ID: 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v386123, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v386123, implanted: (B)(6) 2010, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from the patient that reported they had fallen and could hardly move their arm. The patient had an x-ray and it was not broken. The patient was implanted for dystonia and movement disorders. Further follow-up is being conducted to determine what actions/interventions were taken and what the cause of the fall was. If additional information is received, a follow-up report will be submitted.